Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
Anchor broken during surgery.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional information received on 5/29/2018 stated that the device was returned for evaluation. It was reported that the delay was 30-min long resulting in adverse event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. At this time we cannot discern a root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Anchor broken during surgery. Additional information received on 5/16/2018 and 5/24/2018. The anchor break occurred during surgery when the surgeon try to put the anchor in the bone. This resulted in 30 minutes delay. All the implant debris were removed from patient and there was no patient consequences. The procedure completed with other anchor which was readily available. Surgical intervention was planned. Patient¿s bone quality was good. It was a off axis insertion and a new bone hole was used to complete the procedure. Were there any procedural or patient anatomy factors which may have contributed to the breakage? No.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch or first follow-up, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).